Event description:
The pt called lifescan in 2004 and alleged that their meter was prompting an error 5 message. The pt was unable to test on their meter for 4 days due to various error messages. The pt stated that they were only getting an error 5 message at the time of calling. In 2004, the pt was not feeling well. Tthey were shivering, dizzy, and had a headache. They visited a walk-in diabetes clinic at the time of the symptoms. Their blood sugar was tested; result was 23.0 mmol/l. The pt was treated with insulin and their humulin dosage was increased from 80 units to 136 units. The pt stated had they known their blood sugar was high, they would have called their physician for assistance. The pt has been using urine strips to test their glucose. The test strips were in good condition. The testing technique used was correct. The issue was not resolved with troubleshooting. Based on the info provided, there is evidence that the meter malfunctioned, which led to a serious injury. The pt's treatment for hyperglycemia may have been delayed because the pt was unable to obtain an actionable glucose result.